Event description:
The facility representative reported that a flogard '"machine fell down with patient connected." This condition occurred during patient use as the patient was being treated in the maternity ward. The patient attempted to go to the bathroom and pulled the device down. There was no indication that an interruption of delivery occurred; however, this condition has the potential to interrupt delivery. According to the facility representative, no patient injury or medical intervention had been reported related to the device. The device was changed out. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the "machine fell down with patient connected" was confirmed and duplicated by baxter service personnel. The root cause of this condition was not determined. This device was returned un-repaired to the customer as the main display no longer available and is an obsolete part. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The result and conclusion code have been corrected to reflect that this device was returned back to the customer unrepaired. No root cause was determined and no repairs made for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.